Manufacturer narrative:
The customer provided device logs for review and confirmed that the inspiration block required replacement. A field service engineer (fse) went on site to evaluate and repair the device by replacing the o2 cell and performing and preventive maintenance (pm) calibration. Device logs were downloaded and sent into technical support (ts) for review. Ts recommended that the inspiration block assembly be replaced. Performance checks were conducted and the unit passed and was put back into operation after meeting OEM specifications. The previous inspiration block was sent back to zoll medical, and after assessment, the reported problem could not be reproduced. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator triggers an o2 concentration low alarm. No patient harm was reported.